Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13aug2020.

Event description:
It was reported that the ventilator needed a quote for the data acquisition (da) printed circuit board assembly (pcba). There was no patient involvement. Upon a follow up, review of the ventilator diagnostic report found multiple error codes indicating the da pcba analog to digital converter (adc) failure. The customer reported replaced the da to motor controller (mc) board cable to address the reported issue.